Event description:
It was reported that while using bd epicenter¿ data management system, samples were missing patient demographics and/or couldn't be found in the system. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer reporting that the mgit connected to epicenter (445411/ (B)(6)) is in alarm but unclear why. In addition, there are several patients missing ids. Resolved the patient ID issue and connection with mgit alarm resolved. This is not a confirmed complaint of a bd product. Complaints for software for june breached an alert level. Device history record review is not required for stand alone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd epicenter¿ data management system, samples were missing patient demographics and/or couldn't be found in the system. No patient impact reported.